Event description:
The customer contact reported an unrequested bolus dose. The customer contact reported that the bolus cord was connected to a gemstar pump and was being used to deliver an unspecified medication, via epidural route. No specific programming parameters were provided. At 1801, the customer contact reported that the patient reported that she though she received a bolus delivery without touching the bolus cord. The customer contact indicated that the anesthesiologist believed that the patient was correct. No specific details were provided. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.